Event description:
Additional information was received indicating the lead was capped and replaced to resolve the event. The patient was stable.

Event description:
During an in clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocative testing was performed and the noise was able to be reproduced. A lead fracture was suspected. A lead revision procedure is anticipated but has not yet been performed. The patient was stable.